Event description:
The customer reported a possible back check valve failure. A secondary infusion tubing was attached to the primary infusion tubing; the secondary medication was hung and the pump programmed. At the initiation of the secondary infusion, the nurse noticed the drip chamber for the primary tubing was half full. Upon the nurse's return, the drip chamber for the primary infusion was full. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.